Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: there were no additional details about the foreign debris from the customer, the device had not been used on a patient with the foreign material attached to the device, the device was inspected prior to use, and there were no abnormalities in the accessories used for reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with foreign material. The cleaning, disinfection, and sterilization (cds) was performed by the customer. It is not known what foreign material was in the scope. There was no delay in the start of precleaning. There was no lag time between the end of the clinical use and the start of precleaning. The air/water channel was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. There was no delay in the precleaning when the scope was presoaked in detergent solution. The scope was wiped, brushed the air/water nozzle with a clean lint-free cloth, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. There are no other concerns about the reprocessing. Additional findings include the following: the plastic distal end cover had dents / scratches, the bending section cover adhesive was cracked on both sides (plastic distal end cover / insertion tube), switch 1 was cut, switch 2 had deep scratches, the insertion tube had minor scratches and was not catching cotton, the insulation was not to specification, the light guide tube had minor scratches, the right / left / up / down control knobs were loose, and the conformité européenne (ce) label was peeling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had no air / water coming out. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.